Event description:
A voluntary MDR/medwatch report was received on 01/07/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to a report received via maude, it was reported that on (B)(6) 2025, the patient¿s cgm was reading inaccurately. The patient's cgm was reading 40 mg/dl, however, no bg meter comparison value was reported. The patient stated the cgm inaccuracy resulted in an ¿unnecessary ambulance ride and expense and a stay of a few hours in the hospital¿. It was further reported that she was prescribed an increase in her daily insulin doses based off ¿faulty¿ cgm values. No patient symptoms were reported. There was no information provided on what medication or treatment the patient may have received at the hospital. Although additional attempts were made to obtain clarification of event details, no reply has been received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5180494.